Manufacturer narrative:
Device received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test

Manufacturer narrative:
Insulin pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that they experienced high blood glucose level of 532 mg/dl. Customer also stated that the insulin pump would not rewound and the act button was not working. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.